Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was found to have multiple issues involving auxiliary (aux) 3.2, aux 2.1, and main 5. A field service engineer replaced the retractable band on the full-height drawer. Additionally, aux 3.2 and 2.1 were reseated, which resolved the issues. The customer inventoried medication to test the device. A functional test was performed, and diagnostics were run to confirm that the device was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie pocket was not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.